Event description:
The customer reported that a trial femoral head was allegedly retained in the patient during a hip replacement operation. The customer reported that the scrub nurse followed the protocol for scrub nurse checks (first check as per policy thopol01 theatre swab count policy) and that she identified the femoral head was missing when she performed the first instrument tray check post cemented right hip replacement. The customer reported that the consultant was informed and he immediately stopped closing. The customer further reported that the surgeon then manually examined the wound internally and that he felt that there was no need to x-ray as he had done a full examination and that he was confident the femoral trial head was not in the patient. The customer reported that the surgeon proceeded to close the wound and that the patient was then transferred to the recovery room (pacu). The customer reported that the theatre team had meanwhile commenced a thorough search of the surrounding area for the femoral head but were unable to locate the device. The scrub nurse requested an x-ray and this was escalated to the surgeon who then authorized an x-ray. The customer reported that an unidentified object was noted on the x-ray, but that because the x-ray was not conclusive the surgeon sought a second opinion from another orthopaedic surgeon. The customer reported that a CT scan was then performed for a definitive explanation and that a foreign object was seen in the joint. The customer reported that the patient was taken back to theatre to be re-anaesthetised and that the retained trial femoral head was removed with no complications. The customer reported that the trial femoral head found inside the wound 8 cm anterior to the wound location, where the head was seen on the scan. The customer reported that the femoral head had traveled into the joint further than anticipated by the surgeon and was only discovered when a CT scan was performed. The customer reported that the trial head has no metal in it so making it difficult to pick up on routine x-ray, which would have saved the patient having a second operation.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown exeter acetabulum trial femoral head. Additional information has been requested and if received, will be provided in the supplemental report. Product disposition unknown.